Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, g2

Event description:
Patient reported "rupture". Later, patient reported "capsular contracture" and "axillary lymph node siliconoma". Later healthcare professional reported ¿mechanical complication due to breast prosthesis or implant¿, ¿generalized lymph node enlargement¿, capsular contracture baker grade iii and inner silicone gel came into contact with the patient. This record is for the left side. Device was explanted and replaced with a non-abbvie device. Device was returned.

Event description:
Patient reported "rupture". Later, patient reported "capsular contracture" and "axillary lymph node siliconoma". This record is for the left side. Device was explanted and replaced with an unknown device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, lymphadenopathy and granuloma.

Event description:
Patient reported "rupture". Later, patient reported "capsular contracture" and "axillary lymph node siliconoma". This record is for the left side. Device was explanted and replaced with an unknown device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.